Event description:
Caller reported a cgm error 42, prompting a session with technical support who provided pump reset information and guided the caller through the process. There was no adverse impact to the customer¿s blood glucose level. The customer successfully started their sensor session following the reset instructions.